Event description:
It was reported that the patint underwent an inflatable penile prosthesis (ipp) surgery to remove the device because it was not working. Upon procedure, it was found a fluid leak that was caused by a hole in the left cylinder. A new device was implanted and there were no patient complications reported.